Manufacturer narrative:
H.6. Investigation: 27 sealed packaged 1ml s/t syringes and 1 opened packaged 1ml s/t syringe were received, confirmed to be form batch #8294989 (p/n 309623). They were visually evaluated. The 1 syringe in the opened package had a jammed stopper condition. No defects were found in the 27 sealed packaged syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process.

Event description:
It was reported that bd¿ tb syringe with bd precisionglide¿ detachable needle had a deformed stopper. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 309623. Batch/lot: 8294989. It was reported that the customer found "some of this lot number have a melted plunger." Is reporting an issue with some bd syringes, part number 309623, lot number 8294989. It is reported that they found some of this lot number have a ¿melted plunger.¿ this occurred in the pharmacy-as the plunger was pulled back, it pulled the rubber, sticking down the side of the syringe."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ tb syringe with bd precision glide¿ detachable needle had a deformed stopper. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 309623, batch/lot: 8294989. It was reported that the customer found "some of this lot number have a melted plunger''. Is reporting an issue with some bd syringes, part number 309623, lot number 8294989. It is reported that they found some of this lot number have a ¿melted plunger¿. This occurred in the pharmacy- as the plunger was pulled back, it pulled the rubber, sticking down the side of the syringe.